Manufacturer narrative:
(B)(4). Device was returned and evaluated. Upon visual inspection the device had fractured at the tip. There are wear marks and scratches on the shaft of the device. Medical records were not provided. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the g7 positioner pin broke. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.